Event description:
It was reported that this device recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
At this moment no further information is available. If further information concerning this report is received, this investigation will be updated at that time.

Event description:
It was reported that this device exhibited error 1003 message indicator that the voltage is too low for remaining capacity. The battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.